Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the stent was damaged during recapture. The 50% stenosed target lesion was located in the mildly tortuous, moderately calcified carotid artery with approximately 30-degree angulation. An 8.0 x 36 mm carotid wallstent was selected for use. During the procedure, the stent could not be advanced or fully deployed after reaching the target position. After the device was removed from the patient, the physician forcefully pushed the stent, and it was noted to be damaged during recapture. The procedure was completed using another of the same device. No patient complications resulted from this event.